Manufacturer narrative:
(B)(4). It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported as a general report on the performance and handling of the xience drug eluting stents (des) that an acute recoil has occurred after stent implantation. Despite post-dilatation with an unspecified non-compliant balloon, the des was unable to hold the nominal width (incomplete stent deployment). No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated implant date. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed are based on the predicate device (xience v) and is therefore similar to a device sold in the us.